Event description:
Medtronic received information that prior to the valve implant, a mean gradient of 40 millimeters of mercury (mmhg) was reported. Following the valve implant, the valve was implanted a depth of 1mm on the non-coronary cusp (ncc) with a resulting mean gradient of 6-8 mmhg. Approximately four years and three months following the implant of this transcatheter bioprosthetic valve, restenosis of the valve, leaflet thickening/failure and a valve gradient of 60 mmhg were observed. No evidence of thrombus was observed on the valve. No treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected to include image review and conclusion inadvertently omitted from initial medwatch: image review: pre-implant computed tomography (CT) images showed the patient¿s annular perimeter of 90.5 mm and perimeter derived diameter of 28.8 mm, suggesting a 34 mm valve. The aortic valve was tri-leaflet with heavy leaflet calcification. Annular angulation was approximately 43°. Intra-procedural fluoroscopic images showed the implant position at the time of transcatheter aortic valve replacement (tavr) and the valve depth appeared to be shallow on angiography. Post-implant CT images from years after implant procedure showed calcification at the level of the valve leaflets. The valve implant depth is shallow. Non-coronary cusp (ncc) side measures approximately 2.0 mm; left coronary cusp (lcc) side measures approximately 1.1 mm; right coronary cusp (rcc) side measures approximately 0.5 mm below inflow. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Stenosis is a known potential adverse effect per the device instructions for use (IFU). Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc). The depth and calcification are likely contributing factors to the event. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.